Manufacturer narrative:
During an internal review on april 23, 2019, it was noted that ¿manufacturer address street line 1¿ and ¿g1. Manufacturer site addr. Street line 1¿ on the 3500a initial report needed correction. They were initially submitted as ¿31 technology drive¿. The correct address is ¿33 technology drive¿. Therefore, ¿d3. Manufacturer address street line 1¿ and ¿g1. Manufacturer site addr. Street line 1¿ have been re-populated. Manufacturer's ref # (B)(4).

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. A manufacturing record evaluation was performed for the finished device 00001067 number, and no internal action was found during the review. (B)(6). Manufacturer¿s ref # (B)(4).

Event description:
It was reported a female patient underwent an ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a blood leak occurred. The customer reported blood was leaking from the main hole. The bleeding was coming through the main hole and the physician put the thumb there to stop it, remove the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and change it for another one. No detachments or broken parts were observed. No surgical intervention needed or anything special from the regular workflow. No patient consequence was reported. The issue of the hemostatic valve separating and allowing blood leak has been assessed as an MDR reportable malfunction.